Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: unit was connected to an infant in nicu...biomed noted that the unit was reflecting unit operation at 34 degrees c, the unit was set for 37 degrees c, but did not recognize the temp was slowly rising beyond 37. The breathing circuit was changed out but that was not the problem. Biomed finally changed the heater out and that resolved the issue. No harm to the infant was reported.